Event description:
A nurse reported to baxter (B)(4) of a buretrol IV solution administration set in which the "tube is bent/twisted and the solution could not flow freely. She stopped using and changed for the new one." The event was reported to have occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.

Manufacturer narrative:
(B)(4). Evaluation summary:one sample was received for evaluation. Visual inspection revealed that the tubing was kinked at the end of the chamber. The sample was gravity tested and the set was able to be primed successfully. The reported condition was confirmed. The root cause was not determined. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.